Event description:
It was reported that, "the instrument caused an electrical burn to the pt without touching any control button on the hand control of the pistol. After checking the instrument, it was noticed that the cut switch was always "on."